Manufacturer narrative:
(B)(4). Uf/importer report#: (B)(4).

Event description:
Medwatch form received reports: "suspected blood clot at site affecting waveform's and pressure's readings. Medication titrated based on readings. Site cleaned and dressing changed. After assessing the catheter, a bubble was noticed coming from the catheter. A hole in the catheter was identified by the hub of the catheter. No previous issues at time of initial insertion on previous day. A new catheter was placed on opposite side. Readings within normal range after placement."

Manufacturer narrative:
(B)(4). Uf/importer report #(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Medwatch form received reports: "suspected blood clot at site affecting waveform's and pressure's readings. Medication titrated based on readings. Site cleaned and dressing changed. After assessing the catheter, a bubble was noticed coming from the catheter. A hole in the catheter was identified by the hub of the catheter. No previous issues at time of initial insertion on previous day. A new catheter was placed on opposite side. Readings within normal range after placement."